Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the fields: e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the forceps elevator wire having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation found that the forceps elevator wire had foreign objects, the angle wire was worn so bending in down direction is not up to standards and the adhesive around the light guide lens has discoloration. Should additional relevant information become available, a supplemental report will be submitted.